Event description:
Revision surgery - due to the patient tearing her rotator cuff while reaching for a heavy item. Not a product issue.

Manufacturer narrative:
The reason for this revision surgery was a patient tearing their rotator cuff after 5 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records (dhrs) showed no non-conforming material reports associated with this product. A review of the DHR inspection sheets for this product reveals no discrepancies or deviations with the manufacturing of this part. A review of the product complaint report history showed this is the first complaint against a part from this lot number. The event is deemed to be non-product related and a result/root cause of patient activities as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.